Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Product code : 150600005, 151640510, 150410205. Lot/batch/exp: not available at present. Did the event happen during a procedure? No. Were you in the procedure at the time of the event? Yes. Was the product being used in a clinical trial? No. Event outcome/how was it managed? Revision knee, tc3 rp implanted. Was there a patient impact? (If yes please explain) yes, revision surgery necessary. Was the procedure extended due to the failure? (If yes please confirm the length of delay) no. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event: a patient presented 3 weeks ago with attune fb ps with a subsided tibial tray. Attune was implanted 4 years ago. The tray was subsided on the medial aspect. A revision date was selected to revise the patient. Subsequent to this consultation with the surgeon the patient fell last week and was admitted to hospital. The fall resulted in a fracture of the tibia beneath the keel of the tibial tray. A photo of the x ray is available if required. The tibia and femur and insert were revised yesterday. The tibial tray was removed by hand and there was no cement attached to the undersurface of the tibial tray. A tc3 rp with tibial sleeve was implanted.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.